Manufacturer narrative:
Additional pro-code: hrs. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020 during an unknown trauma procedure that the inner part of the tube for the 2.4mm ti va locking screw stardrive was stuck and was not able to be removed. At the time of the tube becoming stuck, the procedure was at the point of the plate fixation, and the issue with the screw was identified outside of the sterile field. No fragments were generated. Another screw was used to complete the procedure. There was no surgical delay. The procedure was completed successfully. There was no consequence to the patient. This report involves one (1) 2.4mm ti va locking screw stardrive 20mm sterile. This is report 1 of 1 for (B)(4).